Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -14.00/-1.50/x155. (B)(4). Method code(s): evaluation method: lens work order search. Results codes(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -14.00/-1.50/x155 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. Pupil block with elevated intraocular pressure and unreactive pupil was noted. The lens was removed and no other lens was implanted. Patient's last visit on (B)(6) 2015, bcva was 20/30 and ucva was 20/800.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. There was also clear surgical residue/debris on the product. Visual inspection found the lens to have no visible damage. Dimensional inspection found lens was within specifications. (B)(4).